Event description:
The dr claims that the pt developed a fever, 7 to 10 days post-operatively, of 38 degrees c. To 38.4 degrees c. After undergoing implantation of the graft for a thoracic aortic aneurysm procedure (taa). The pt's condition is unknown at this time. The graft was left in. The report indicates that the dr believes the event may be product-related. Based upon add'l info rec'd in 3/2002: the pt's present condition is better with a stable temperature (reported as steady fever). The graft was left in. It appears, at this time, that it is unknown whether or not the pt had a sensitivity to bovine collagen (no such testing was done at the hospital). Note: the graft was implanted in 2002. The incident occurred in 2002 (7 days post-op).